Event description:
Hosp reported a pt was prepared for an abdominal CT by inserting a 20 gauge jelco into the vein on inside of wrist. Backflow was good, so tubing was connected. 100 ml of jopaniron 300 was injected at a rate of 2.5 ml per second. At end of injection, pt screamed. An area of +-5cm was found to be hard and swollen on the wrist. Pt was referred to gp and a radiologist was notified that the arm was now swollen from elbow down and hand was blue. An incision was made between the wrist and elbow to release pressure. Pt was hospitalized for 4 days and released.